Manufacturer narrative:
The investigation of automated imeplla controller (aic) - controller error (yellow alarm) has been completed. According to data a and device analysis the root cause of the defective battery was due to single cell failure. E4 should have been left blank on manufacturer device report 1220648-2024-24795.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller experienced a controller error outside of patient support. There was no patient involvement/harm.